Event description:
Patient advised that she did waste one cassette as she was unable to remove the air bubbles. Patient reported she reached out to nurse but they did not get back to her until later in the evening and patient had already just wasted the cassette and used a new mix. No missed doses reported, no adverse events reported, unknown if cassette is available for return. Serial number not provided.